Manufacturer narrative:
This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that it was not possible to interrogate the device. It was further reported that the device was determined to be at end of life (eol). Follow up was attempted for further information, but was unsuccessful. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that it was not possible to interrogate the device. Follow up is in progress for additional information. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.